Event description:
Additional information received noting that the patient underwent a full revision and the explanted devices have not been received by product analysis to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that she had 12 seizures after surgery while in recovery. She stated that she sneezed and opened up her incision. Swelling was noted at the incision site and the patient was treated with steroids. During the post-op visit, the surgeon ordered a vocal cord scope due to hoarseness, a swallow study due to dysphagia, and a CT for the edema at the incision site to determine if it is a hematoma. The patient further indicated that she experiences dyspnea and coughing. The vns was not turned on due to the complications. Further information was received from the surgeon who indicated that the adverse events of hoarseness, dyspnea, dysphagia, and coughing are due to possible vocal cord paresis. The edema is noted to be due to post-surgical swelling. The 12 seizures in recovery are noted to be unrelated to vns. Further testing has been ordered and the only medication intervention is the previously known post-op steroids. The surgeon then provided additional information that on the day of surgery, the patient experienced coughing which caused bleeding at the neck incision. Then 10 days post-op the patient experienced left vocal cord weakness related to vns surgery. Steroids were administered for 2 weeks in response to the vocal cord weakness. At the next follow up appointment, the patient reported shortness of breath, coughing, and tachycardia. The patient had EKG prior to surgery that was clear but most recent EKG showed tachycardia and prolonged qt interval. He is unable to assess the cause of tachycardia as he is unsure if it is anxiety related or not. The patient does have dysphagia when drinking liquids. A swallow test was performed, and she was cleared however when a barium swallow test was performed, she had a regurgitation fit on her bed. The specialist recommended anxiety medication as the patient reported previous anxiety and the dysphagia could be related to that, but they are unsure if this will help as it takes some time for the medication to take effect. An evaluation was performed by respiratory and pulmonary specialist and all came back normal. The patient has not trouble moving air but still reports shortness of breath. Physical therapy evaluated the patient but the patient became difficult to work so therapy was stopped and they also recommended anxiety medication. The surgeon states that the vagus nerve is weak and the patient was put back on steroids which has helped the coughing. At this time, the vns remains off as the cause of events is still trying to be determined. No additional relevant information has been received to date.